Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of the study "performance characteristics of six intact parathyroid hormone assays", and a review of labeling. Tracking and trending identified no atypical complaint activity. Labeling was reviewed and found to be adequate. The performance study found good correlation between the architect ipht and comparative methods. No product deficiency or malfunction was identified. This event will be reported in manufacturer report number 3002809144-2014-00134.

Event description:
The customer reports a falsely elevated architect ipth assay result. A value of 138 ng/l was generated on an architect i2000 analyzer. The sample generated a result of 69 pg/ml on the beckman dxi platform. No suspect results were reported from the lab with no patient impact. Architect normal reference range = 15 to 68.3 ng/l. Beckman dxi reference range = 16 to 81 pg/ml. (Ng/l is equivalent to pg/ml for this assay).